Manufacturer narrative:
The customer's reported complaint of the platform displaying user advisory (ua) 12 (lifeband not present) message was confirmed through review of the platform's archive data. However, the error message could not be reproduced during functional testing indicating that the user was able to clear the error messages. Per the autopulse maintenance guide, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and the drive shaft can freely rotate after insertion. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any fault or error ua12. In addition, the lifeband clip detect switch inspection was performed and found the switch lever was not parallel to the switch case which attributed to ua12. After the belt switch assembly was adjusted to parallel position. The platform was re-evaluated through run_in test using the 95% large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse passed all the testing and meets all required specifications. A review of the platform's archive data was performed and found user advisory (ua) 12 (lifeband not present) occurred on the reported event date; thus confirming the customer's reported complaint. A visual inspection of the returned platform was performed and found the encoder drive shaft was not rotated smoothly. The autopulse platform is a reusable device and was manufactured on 05/26/2016. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear and is not related to the reported complaint historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
The autopulse platform has not been received in complaint for investigation . A supplemental report will be filed when investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed user advisory (ua) 12 (lifeband not present occurred). The customer swapped out multiple lifebands and batteries then restarted the platform; however, the error message could not be cleared. There was no patient involvement reported. No other information was provided.